Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a gastrostoma procedure performed on (B)(6), 2009. According to the complainant, during the replacement procedure on (B)(6), 2010, the internal bumper detached outside the patient's stomach when they withdrew the device to replace it. No parts of the device fell into the patient. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
A visual evaluation of the returned device found that the internal bolster had detached from the feeding tube and was not returned for evaluation. Flash from the inside of the bolster was still attached to the feeding tube. It was noted that the bolster had been properly attached to the tube. The condition of the returned unit was consistent with the complaint incident that the internal bolster detached during replacement. It is most likely that due to force being applied when it is removed which causes the bolster to detach. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. Exact patient age is unknown however over 18 years old. (B)(4).

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a gastrostoma procedure performed on (B)(6), 2009. According to the complainant, during the replacement procedure on (B)(6), 2010, the internal bumper detached outside the patient's stomach when they withdrew the device to replace it. No parts of the device fell into the patient. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.